Event description:
It was reported during an in clinic eval a message for device reset alert was noted. The device had all prior programming in effect though no reset settings were evident. Tech svs discussed obtaining a memory map. Reinterrogation resulted in normal device functionality and false message was suspected. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.